Event description:
The manufacturer received information alleging the device was producing black smoke. There is no allegation of serious or permanent harm or injury. No medical intervention was reported. A report will be filed with all applicable regulatory agencies. The manufacturer's investigation is ongoing. Upon completion of the investigation a follow-up report will be filed.